Manufacturer narrative:
(B)(4). Concomitant medical products: comp 10mm hum frac stem macro cat: 11-113560 lot: 341250, comp locking screw 4.75x25mm cat: 180502 lot: 203140, comp rvrs shdr glen bsplt +ha cat: 115330 lot: 610100, comp rvs hmrl ti tray 44mm cat: 115340 lot: 118380, comp locking screw 4.75x20mm cat: 180501 lot: 919330, versa-dial/comp ti std taper cat: 118001 lot: 101950, comp locking screw 4.75x15mm cat: 180500 lot: 253770, comp 10mm hum frac stem macro cat: 11-113560 lot: 341250 , comp locking screw 4.75x15mm cat: 180500 lot: 526050, comp rvs cntrl screw 6.5x30mm cat: 115382 lot: 919450, arcom xl 44-36 std hmrl brng cat: xl-115363 lot: 598840. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately one year post implantation due to pain. X-rays demonstrated lucencies of the cement bone interface and loosening of the humeral stem.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.